Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery 1 year after primary surgery, due to anterosuperior escape. Subject ID: (B)(6)".